Event description:
Reportedly, during a knee arthroscopy, the tip of the blade broke off and remained in the pt's knee. Broken tip was not noted at the time of the procedure in 2003 but was later identified by x-ray about two weeks later. No lot numbers or samples are available. Facility had not been able to remove the tip at this time.